Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was being revised due to pocket erosion. The pocket was revised successfully. No known patient symptoms were reported.